Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned and an evaluation was performed to investigate the reported system error 2240 alarm. Visual inspection, leak testing, clamp function testing, and clear passage testing was performed on the device with no issues noted. A simulated therapy was completed successfully with the device. No failures or malfunctions were discovered during evaluation that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Therapy was ended. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.